Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the drive wire was separated from the handle. The basket was returned fully retracted into the tubing. During a function test it was noted that the basket would not move when handle was manipulated. The handle was disassembled and the drive wire was disconnected from the handle. There was nesting of the wire inside of the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact. Oxidized solder was present on the handle cannula at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook memory ii double lumen extraction basket. Prior to patient contact, the physician checked the function of the basket and it had no problems. The user inserted the basket in the body and advanced it to the target to remove bile duct stones. The user attempted to open the basket but it would not open. Another cook extraction basket [mb-35-2x4-8] was used to complete the procedure. There was no reportable information at this time. Additional information was received when the device was returned on 05-nov-2019. It was noted the drive wire was disconnected from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.